Event description:
When the old port was removed, it was noted that the catheter was very short, the distal tip of the catheter appearing to have fractured with approx 3.5 cm of distal tip missing. The missing portion of the catheter was noted to be in the right lung and was not apparently mobile. Patient asymptomatic and they opted to leave the tip in place.